Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's husband did not report injury or medical intervention.

Manufacturer narrative:
(B)(4) the complaint device was not returned for evaluation; however the data log was provided by the patient. It was downloaded and reviewed on (B)(4) 2015. The data confirmed the complaint of inaccurate blood glucose values.